Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller reported blood glucose results of 400 mg/dl on active, 110 mg/dl on aviva within 10 minutes. Reported a second, separate comparison of blood glucose results of 250 mg/dl and 255 mg/dl on active, 125 mg/dl and 101 mg/dl on aviva within 10 minutes. No information for aviva system was provided. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.